Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the savina 300 did not delvier the set oxygen concentration during o2 therapy - device alarmed fio2-low alarm. Patient desaturated and a bradycardia was detected. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the savina 300 did not delvier the set oxygen concentration during o2 therapy - device alarmed fio2-low alarm. Patient desaturated and a bradycardia was detected. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that the savina 300 did not deliver the set flow and oxygen concentration during spontaneous o2 therapy - and the device alarmed fio2-low alarm. According to the investigation of logfile, the reported deviation in o2 concentration could not be reproduced but a flow deviation could be detected in the reported time under specific operating conditions. This problem occurred in standby while an o2 enrichment/suction maneuver was still active / pressed before and changing then to spontaneous o2 therapy. In this case, the desired flow in o2 therapy is sometimes not reached, the flow remains limited to a lower value, and the "flowlow" alarm was triggered as specified. The most likely cause is software deviation in the control algorithm. No hardware-related device failure was identified. A restart resolved the issue. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose, consequently, this is considered within the device safety concept.